Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint type events were reported for units within the same lot. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -9.50d into the patient's left eye (os) on (B)(6) 2021. The surgeon observed a thread-like foreign substance on the lens surface. The substance was rinsed and removed, and the lens was implanted. There is no reported patient impact. The lens remains implanted. The cause of the event was reported as the device.